Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the balloon angioplasty procedure, the balloon leaked contrast while inflating it during the procedure. The physician replaced it with a new balloon catheter and completed the procedure. There were no reported clinical consequences to the patient.

Manufacturer narrative:
Manufacturing date ¿ added. Device evaluated by mfg ¿updated. Summary attached - updated. Expiration date - added. Product available to stryker ¿ updated. Returned to manufacturer on ¿updated. The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection revealed that the catheter shaft was kinked/bent approximately 48cm from the strain relief. No other anomalies were observed. During functional testing, resistance was met when the balloon was flushed. The balloon was soaked in warm water, flushed again and flush exited the distal tip and a leak was noted to the balloon. A demonstration guide wire was advanced to the distal tip and a leak occurred while attempting to inflate the balloon catheter. Based on the information currently available, it is probable that some procedural factors encountered during the procedure limited the performance of the balloon contributing to the reported and observed damages. Therefore, an assignable cause of component failure has been assigned to this investigation.

Event description:
It was reported that during the balloon angioplasty procedure, the balloon leaked contrast while inflating it during the procedure. The physician replaced it with a new balloon catheter and completed the procedure. There were no reported clinical consequences to the patient.